Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pb6894 batch number, and no non-conformances related to the reported complaint condition were identified. Investigation summary: it was reported performance fixation feature breakage pre-op. An empty opened foil and a stratafix symmetric pds needle/suture piece of product code sxpp1a406, lot # pb6894 were received for evaluation. During the visual inspection of sample, the swage and attachment area were noted to be as expected. Barbs were noted damaged and with body fluids due to use. The fixation tab and part of the suture is not present since was cut appears to be by use of a surgical instrument. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received the assignable cause of the performance breakage suture is an improper handling. One picture was received for analysis. Upon visual inspection of the picture, one empty open foil and a dispensed needle-suture piece appears to be damaged of product code (B)(4), lot pb6894 could be observed. However, no conclusion could be reached. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2020 and a barbed a suture was used. During the hernia repair, the fixation feature was found detached. Changed another one to complete the surgery. There were no adverse patient consequences reported. Upon device evaluation, the barbs were noted damaged and the fixation tab and part of the suture was not present. No additional information could be provided.